Event description:
Technician alleged that the brakes do not hold. No alleged injuries by account.

Manufacturer narrative:
Technician replaced the brake and brake steer casters. All casters hold and lock normally now.